Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing the ipg turning on and off by itself. This occurred after the patient was struck by lightning. The sjm representative met with the patient and confirmed the patient is experiencing difficulty in maintaining bluetooth connection with the ipg. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has resumed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.